Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during a regular visit to the heart failure clinic at the hospital, the patient's history screen showed a few no external powers. The log file captured no external power events on (B)(6) 2019 and (B)(6) 2019. These were caused by power to the mpu (mobile power unit) being briefly interrupted. It was unknown if this was due to the mpu ac power cord coming loose at the mpu, ac wall outlet, or house power disruption.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of no external power alarms was confirmed through the analysis of a submitted data log file. The log file contained approximately 3 days of data (dated 27oct2010 - 30oct2019, according to the timestamp). The first part of the log file captured low voltage hazard alarms followed shortly after by a no external power alarm occurring at ~3:27pm on october 27, 2019. This event appeared consistent with a loss of ac power to a mobile power unit (mpu), with voltage values for both power cables dropping to 0 simultaneously. During this event the controller continued to support the pump at the set speed while being supported by its internal backup battery. When external power was switched to fully charged batteries at ~3:28pm, the no external power alarms cleared. At ~6:59pm on october 29, 2019 the controller was connected to an mpu for support. At ~9:07pm the voltage values for both the white and black power cables began to drop simultaneously and the controller alarmed with low voltage hazard and power cable disconnected alarms, followed shortly by a no external power alarm. This event was consistent with a loss of ac power to the mpu. During this event the controller continued to support the pump at the set speed while being supported by its internal backup battery, as designed. When ac power was restored to the mpu approximately 4 seconds after the start of the event, the no external power, low voltage hazard, and power cable disconnected alarms cleared. Throughout the log file the controller supported the pump at the set speed, while the driveline was connected. The mpu used at the time of the reported event was not returned for analysis. As a result, the root cause of the reported events could not be conclusively determined nor correlated to an mpu related issue. Per reported information, the reported events occurred on batteries and were resolved with a system controller exchange. However, the events captured in the submitted data log file were consistent with loss of ac power while the controller was connected to an mpu for support. When ac power was restored, the events resolved. Submitted pictures showed the mpu (sn (B)(6) to be in unremarkable condition. The mpu was noted to have the v-lock ac power cable installed. The system controller used during the events was exchanged and no further issues have been reported at this time. Reports of similar events will continue to be tracked and monitored. Heartmate 3 patient handbook, section 5-¿alarms and troubleshooting¿ and heartmate 3 instructions for use, section 7-¿alarms and troubleshooting¿ explain all alarms, including power cable disconnected and no external power alarms, and the proper actions to take if the alarms cannot be resolved. These documents also caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook, section 2-¿how your heart pump works¿ gives instructions on how to exchange the controller. The patient handbook states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 3-¿powering the system¿ outlines the use of the 14v li-ion batteries and how to switch between power sources. This section warns "you must charge heartmate 14 volt lithium-ion batteries before you use them. Before you remove a battery from the battery charger, make sure that the battery has completed its charge or calibration cycle. After you remove the battery from the charger, use the battery power gauge to check the battery charge level." This section also states, under sub-section titled "about the heartmate 14 volt lithium-ion batteries", that "during battery-powered operation, the battery power gauge on the system controller shows overall power capacity for both batteries. The battery power gauge tells you when the batteries are running low. If the current power source is low, the controller prompts you to switch to a different power source (two new fully-charged batteries or the mobile power unit). To check the status of an individual battery, press the battery power gauge on that battery (see checking a battery¿s charge level on page 96)." Section 6-"caring for the equipment", under sub-section titled "caring for heartmate 14 volt lithium-ion batteries and battery clips" covers the steps for properly cleaning 14v battery and battery clip contacts. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was in the clinic or en-route to the clinic when the alarm was heard. Since then the alarm had not been repeated.